Manufacturer narrative:
It was reported that a maintenance man was attempting to replace the actuator on a bed and was severely injured when it broke. The maintenance man was apparently under the bed when he removed the actuator and the bed dropped on his shoulder. A photo shows a split on the leg support of the bed with scratches/pilling of white coating around the welded portion of the brace frame. We are not able to determine the cause(s) of the failure as the sample was not received from the customer after multiple attempts. It is unknown if the frame broke before or after the maintenance person was underneath the bed to take off the actuator. Pictures of the actuator were not sent. No additional information has been received. The account has not returned calls after multiple messages left. The extent of injuries is not known. There are limited details of the incident provided. The owner's manual specifically states that "when disassembling the bed, make sure all parts are in the lowest position." It also states "never permit anyone to be under the bed or in between the raised bed frame components at any time." However, due to the statement that the maintenance man was 'severely' injured, this MDR is being filed.

Event description:
Reportedly, while the maintenance man was working on the bed, the actuator broke and he was injured.